Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified therapeutic procedure, when the guide sheath was inserted into the biopsy valve, a partial fragment of the biopsy valve fell into the bronchus. The dislodged fragment was retrieved using foreign material forceps. The procedure was completed using another similar biopsy valve without additional anesthesia. The removal of the dislodged fragment caused a procedure delay of less than 30 minutes. There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken, and a broken piece of the biopsy valve fell off. It was also confirmed that the broken piece had been retrieved and returned. The shape of the broken piece matches the damaged part of the biopsy valve. Based on the results of the investigation, a definitive root cause could not be identified. This event was caused by a component failure of biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the guide sheath was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.